Event description:
Major pump unit(s) involved: drive unit failure. Additional text: driveline fracture. Specific component(s) involved: driveline malfunction. Additional text: driveline fracture. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of driveline; replacement of pump. Other intervention: implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.